Event description:
It was reported that the patients lead was implanted too high and too far right. The patient underwent a revision procedure wherein the paddle lead was moved. The patient was doing well postoperatively. No device malfunction was suspected.